Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was anoxic brain injury. The night before passing, the customer was airlifted to a hospital due to low blood glucose during the night. The caller gave the customer some sugar packets and juice around 4am; the customer's blood glucose was 42 mg/dl. They went back to sleep. In the morning, the customer was shaking the bed. The caller tested the customer's blood glucose and it was 130 mg/dl. The customer had stopped breathing before the paramedics arrived. The customer's brain had been without oxygen for too long. The caller stated that the customer had neuropathy, was on dialysis, was taking heart medication, had a diabetic wound on the bottom of the foot, and had hyperbaric chamber. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis.